Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-mar-2017, fse arrived at the site to address the reported event. He scrubbed the syringe assembly and the large syringe lead screw to correct issue. Fse also performed pressure checks to verify there were no clogs in the lines. The customer was subsequently able to run patient samples and quality control (qc) with no more errors. No further action was required by field service. The most probable cause of the reported event was due to a dirty lead screw of the large syringe.

Event description:
On (B)(6) 2017, the customer reported receiving "706 l-syringe errors" with their g8 analyzer. The customer had already replaced the sample needle. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.